Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin disorder ("skin disorder"), alopecia ("hair loss") and mental disorder ("emotional/ mental symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, only kept ovaries). Essure was removed. At the time of the report, the pelvic pain and mental disorder had resolved and the skin disorder, weight increased and alopecia was resolving. The reporter considered alopecia, mental disorder, pelvic pain, skin disorder and weight increased to be related to essure. The reporter commented: I feel amazing, symptoms dealing with pain gone before I leg (sic) hospital. Emotional/ mental symptoms gone. Weight is coming off day by day, 9lbs so far. Hair and skin improving daily. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pain, emotional/mental sysmptoms, weight gain, hair loss, skin disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("emotional/mental symptoms"), alopecia ("hair loss") and skin disorder ("skin disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and mental disorder outcome was unknown and the weight increased, alopecia and skin disorder was resolving. The reporter considered alopecia, mental disorder, pelvic pain, skin disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pain, emotional/mental symptoms, weight gain, hair loss, skin disorder. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.